Event description:
The customer reported that the system displayed an error message, and would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was reloaded and the connections in the monoblock were checked. The system was tested and found to be working as intended and put back into service.